Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/11/2015). The patient¿s meter has been returned on 1/26/2015 and evaluated by lifescan product analysis on 1/28/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the battery indicator symbol first occurred one morning in (B)(6) 2014. The patient manages his diabetes with a combination of diabetes medications including metformin and glyburide tablets. He denied making any changes to his usual diabetes management regimen as a result of the alleged issue. He alleged, ¿hours¿ after the symbol appeared, he developed symptoms of ¿sweating¿. He denied receiving any symptoms for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time, there was no misuse of the meter and, based on the information provided, the batteries did not need to be replaced. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs suggestive of hypoglycemia after the alleged power issue began.